Event description:
Hill-rom received a report from the account stating that the bed was moving on its own . The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as compliant #(B)(4).

Manufacturer narrative:
The hill-rom tech found the control board assembly damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the control board to resolve the issue. Based on this info, no further action is required.